Event description:
It was reported by the customer that while attempting to clean the device after a surgical procedure, it leaked fluids. There was no pt involvement and no adverse consequences alleged.

Manufacturer narrative:
The device was returned to the MFR and an eval is anticipated. This report will be updated if the investigation requires.